Event description:
Per the clinic, the device was explanted (specific date not reported) due to unknown reason. The patient was reimplanted on (B)(6) 2026. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed infection and was treated with antibiotics (type, date and duration not reported); however, the issue could not be resolved. The patient underwent a procedure to washout the infected site on august 06, 2025. The patient then experienced open wound at the infected site, leading to the exposure of the device. The device was subsequently explanted on (B)(6)2025. The patient was reimplanted with another cochlear device on (B)(6) 2026.